Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, medium-large clip applier would not hold the loaded clip. When the surgeon was starting to engage the clip, it would slip off the bottom of the applier and into the patient's anatomy. The dropped clips were retrieved during the same procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the medium-large clip applier instrument involved with this reported event. Failure analysis found the primary finding of severely bent grip tip to be related to the customer reported complaint. The instrument was found with both grips bent. As a result, the clip could not be properly loaded on the grips. This failure is typically attributed to mishandling/misuse.